Event description:
It was reported that during a follow up, noise resulting in oversensing was noted on the right atrial (ra) channel. Additionally, loss of capture, oversensing, and reduced r-wave amplitude were noted on the right ventricle (rv) channel. Provocative testing was performed and the ra noise was able to be reproduced. Diagnostic imaging was performed and no anomalies were observed. Abbott technical support was contacted and the device was explanted and replaced to resolve the event. The patient was in stable condition.